Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared, and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the insulin pump had alarmed an unknown error at first, and so he removed the battery, and reinserted it, and the insulin pump alarmed failed battery test, followed by the button error. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.